Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of break in aseptic technique, fever and bacterial peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced break in aseptic technique, further described as did not wear mask, not clearing the surrounding efficiently and break in hand technique. On (B)(6) 2011, the patient experienced peritonitis as manifested turbid effluent. The cause of the peritonitis was break in aseptic technique. On an unreported date, the patient began remedial therapy with amikacin/l pds (25mg/l as loading dose and 12mg/l as maintenance dose, frequency not reported), vancomycin (500mg, intravenous, frequency not reported) and packed red blood cells (2 units, route and frequency not reported). Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The peritonitis was ongoing and unchanged. The outcome for the event of break in aseptic technique and fever was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of break in aseptic technique and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.